Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The caller stated that her magnesium, potassium, and sodium levels had gone down while she was hospitalized. Offered to transfer the call to the global 24 hour helpline to document the event, but she declined because she was too busy at the moment. Attempted to contact the customer several times and left a voice mail to call us back. No further information was provided.